Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that the safety did not engaged which almost led to rn getting poked. Verbatim: safety did not engaged which almost led to rn getting poked.